Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-00191 / 00192).

Event description:
It was reported that a patient enrolled in a clinical study underwent bilateral total hip arthroplasty on (B)(6) 1999. Subsequently, patient underwent left revision on (B)(6) 2009 due to poly wear and synovitis. Operative report noted the head, stem, and liner to be well-fixed. The head and liner were removed and replaced. The patient underwent irrigation and debridement procedures on the left hip due to non-healing surgical wound on (B)(6) 2009 and (B)(6) 2009. The right hip was revised on (B)(6) 2009 due to poly wear and synovitis. Operative report noted the cup to be well-fixed. The head and liner were removed and replaced.